Event description:
Clinical report states that patients hip is clicking. Update: (B)(6) 2012 - clinical report received. Clinical report states a revision due to noise/click/clunk and an adverse local tissue reaction. The MDR decision was changed and the complaint re-opened. Dor: (B)(6) 2012. Update: 11/30/2012 - report received from sales rep regarding the patient's (B)(6) 2012 revision, in addition to adverse local tissue reaction, included pain and corrosion on the trunnion of the stem.

Manufacturer narrative:
Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Update 1/28/2016-pfs and medical records received. After review of the medical records for MDR reportability, the revision operative note indicated pain, discomfort, clicking sensation, and dislocations. Lab results indicated the metal ion levels were below 7ppb. There is no new additional information that would affect the existing investigation. The complaint was updated on: 2/16/2016.

Manufacturer narrative:
No device associated with this report was received for examination. Investigational inputs were requested as indicated per internal procedures for this failure mode. The complaint information provided has been reviewed for complaint coding, medical device reporting, and other data required by the complaint system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The investigation has been reopened due to receiving doi. Depuy will notify the FDA when the investigation is complete..

Event description:
Clinical report states that patients hip is clicking. (B)(4) 2012 - clinical report received. Clinical report states a revision due to noise/click/clunk and an adverse local tissue reaction.

Manufacturer narrative:
**Update** (B)(4) 2012 - clinical report received. Clinical report states a revision due to noise/click/clunk and an adverse local tissue reaction. The MDR decision was changed and the complaint re-opened. Dor: (B)(6) 2012. **update** -(B)(4) 2012 - report received from sales rep regarding the patients 11/06/2012 revision, in addition to adverse local tissue reaction, included pain and corrosion on the trunnion of the stem. **update** (B)(4) 2013 - patients medical records were received. Records indicate the doi is 11/01/2007 **update** (B)(4) 2013 - x-rays were received. The devices associated with this report were still not returned. A previous review of the device history records did not reveal any related manufacturing deviations or anomalies. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The investigation remains closed, as the added information does not change the outcome of the investigation.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.additional information in f10. This complaint is considered closed.

Manufacturer narrative:
UDI: (B)(4).

Event description:
Ppf alleges metal wear/metallosis and elevated metal ions.